Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 164 mg/dl vs. 338 lab. Tests were done within 10 minutes with a difference of 51%. Patient did not experience any adverse events.